Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and guided the caller through a pump reset, which resolved the issue, and the caller was able to successfully start their sensor session again.